Manufacturer narrative:
The serial numbers of the unknown roche analyzer used at the customer site and the e801 module used for investigation were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with elecsys cortisol ii on an unknown roche elecsys analyzer. The fourth patient sample also had discrepant results when tested on a cobas e801 module used for investigation. The results did not agree with results obtained with a competitor method (siemens). The first sample resulted in a cortisol value of 4.57 ug/l when tested with the roche assay. When tested with the siemens assay, the sample resulted in a cortisol value of 28.1 ug/dl. The second sample resulted in a cortisol value of 3.82 ug/l when tested with the roche assay. When tested with the siemens assay, the sample resulted in a cortisol value of 9.0 ug/dl. The third sample resulted in a cortisol value of 2.59 ug/l when tested with the roche assay. When tested with the siemens assay, the sample resulted in a cortisol value of 11.3 ug/dl. An aliquot of the fourth sample (tube a) resulted in a cortisol value of 2.39 ug/dl when tested with the roche assay on (B)(6) 2023. A second aliquot of the same sample (tube b) was tested with the siemens assay on (B)(6) 2023, resulting in a cortisol value of 16.3 ug/dl. The 2 aliquots of this sample were provided for investigation where they were tested on an e801 analyzer; tube a resulted in a cortisol value of 2.35 ug/dl and tube b resulted in a cortisol value of 2.09 ug/dl.

Manufacturer narrative:
Samples 1 and 4 are from the same patient.

Manufacturer narrative:
Quality controls recovered within range. There was no indication of a general reagent issue. Further investigations of the fourth sample were able to reproduce the roche assay values when tested with a second competitor method (archie) and lc-ms/ms. The investigation concluded the roche cortisol values of the samples were correct. The investigation did not identify a product issue.